Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed. Product was visually examined.it was determined that the tube was nonconforming to print specification. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the root cause determined to be a manufacturing error (incorrect material issued). A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a reverse shoulder arthroplasty procedure, the dowel harvest tube was not the correct size as labeled and thus would not assemble with its mating instrument. No adverse events have been reported as a result of the malfunction.